Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high, out-of-range (oor) shock lead impedance (sli) measurement of greater than 200 ohms. Other lead measurements were stable. Boston scientific technical services (ts) discussed about troubleshooting and considering possible lead issues. During the lead testing, the superior vena cava (svc) coil lead was programmed off and the result came back at 100 ohms. Ts thought it could also be an svc coil issue and discussed that it would be the physician¿s decision regarding to what configuration could be used basing on the patient¿s condition. However, as of that moment, the patient was doing well. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.